Manufacturer narrative:
A steris service technician arrived onsite following the event to inspect the 5085 surgical table and was able to duplicate the uncommanded movement of the tabletop. The technician found that the slide motor was not holding the tabletop position. The technician removed the table from service, and the table is pending repairs. A follow-up report will be submitted once repairs are completed and the table is returned to service. The 5085 surgical table was installed in 2016 making it approximately 9 years old and is not under steris service agreement for preventive maintenance activities. The user facility is responsible for all maintenance activities. The operator manual states, "regularly scheduled preventive maintenance is required for safe and reliable operation of this equipment. Contact steris to schedule preventive maintenance." UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that during a patient procedure their 5085 surgical table was oriented in trendelenburg and left tilt when user facility personnel heard a "popping" noise followed by the tabletop sliding subsequently causing the patient to fall forward; the patient sustained an abrasion to their elbow. User facility personnel elected to cancel the procedure.